Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No stuck buttons or delayed button response was noted. All operating currents were within specification and no unexpected low battery, off no power, battery out limit alarms or unexpected restart were noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer tried changing the battery and the insulin pump alarmed battery out limit, which could not be cleared due to the unresponsive and sticky buttons. The customer's blood glucose was 128 mg/dl. The discontinuation of the device was advised. Nothing further was reported.